Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the disc broke while being inserted. A second disc was used to complete the procedure. No patient consequence.